Event description:
The provider states that when driving the chair the unit will have the e811 error code. The provider states the chair did stop twice while crossing the street impeding traffic; no injuries noted.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.